Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant air in line alarms could not be reproduced, but were confirmed through review of the event history log. A constant system error prevented further testing from being performed. The upstream sensor was replaced as a known contributor to this issue.

Event description:
It was reported a spectrum pump had constant air in line alarms. It was also reported there was no patient injury.